Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300's mg/dl. Customer had systems of pressure in his chest, sweaty and feeling sickly. Customer stated 300's mg/dl but has been higher than that before; he was surprised he went into dka but was told it was because of infection. The customer was treated with four bags of IV treatment, admitted into the ICU for one night. The customer was wearing the insulin pump during admission the hospitalization however, was taken off the pump when he arrived at the hospital on (B)(6) 2017 and was placed back on the pump on friday (B)(6) 2017. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.